Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle was clogged by a black rubbery material whose exact nature could not be determined. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that, upon further review, this event is not a reportable malfunction. The initial medwatch reported that during device inspection, the gastrointestinal videoscope nozzle was clogged by a black rubbery material. However, per action item ga24392958-2 it was identified that subject device had not been reprocessed by the customer before being returned to olympus. The customer only had performed disinfection solution. The foreign material remained in the nozzle because the subject device was not reprocessed completely by the user facility.